Event description:
It was reported that a rust like substance was found on the inner pack and a blue-ish mark on the tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a rust like substance was found on the inner pack and a blue-ish mark on the tip.

Manufacturer narrative:
The failure mode of cosmetic appearance was confirmed on the received unit. Failure mode was replicated by rubbing the tip vs the blue and red button which replicated the blue and red streaks on the tip. Probable root cause for can be associated to: severe shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.